Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not be explanted at this time. The recipient is reportedly doing well. This is the final report.

Manufacturer narrative:
The recipient reportedly has severe eczema which could be contributing to the recipient's symptoms. The recipient's infection resolved, however, explant surgery is still under consideration.

Event description:
The recipient is reportedly experiencing a wound and infection. The recipient was admitted to the hospital for IV antibiotics. The recipient is in the process of healing.